Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. E complaint could be confirmed for hematoma. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the on january 12, coiling was performed, and hemostasis was successfully achieved by the angio-seal device. However, in the morning on january 15, pain suddenly appeared, and a hematoma developed at the puncture site. The patient was followed-up. According to the physician, it is unknown whether the event was caused by the angio-seal device. The patient's condition is unknown. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.